Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (deployment position of valve) likely contributed to ¿frozen¿ mechanical mitral valve leaflet and subsequent repositioning of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: so, c., kang, g., wang, d., villablanca, p., lee, j., eng, m., o¿neill, w., frisoli, t. The ¿snare-and-anchor¿ technique to rescue frozen mechanical mitral valve leaflet after transcatheter aortic valve replacement (2020). Jacc cardiovascular interventions. Http://interventions.onlinejacc.org/content/early/2020/02/05/j.jcin.2019.12.009.

Event description:
As reported through an article, "the ¿snare-and-anchor¿ technique to rescue frozen mechanical mitral valve leaflet after transcatheter aortic valve replacement", during a tmvr procedure, a high implant at 90:10 was planned for a 26mm sapien 3 valve due to the short mitral-aortic distance. A slightly deeper implantation (¿80/20¿) was achieved, resulting in a frozen anterior mitral valve (mv) leaflet, which was aligned parallel to the native mv commissure. The patient remained hemodynamically stable; however, concern for valve thrombosis and clinical/hemodynamic disturbances over time prompted a rescue of the frozen mv. The transcatheter heart valve (thv) was snared at its greater-curvature side by passing a glidewire via a jr4 catheter through a cell of a superior strut of the thv and through a snare device positioned via a jl4 catheter; the wire was then externalized. With the 2 guiding catheters nearly directly apposed at the level of the thv, constant pulling force was applied on the arterialarterial loop. This successfully shifted the thv superiorly by 2 to 3 mm and restored motion of the frozen mv leaflet. The arterial-arterial loop was recreated and, while applying more forceful traction, post-dilatation with a 25-mm edwards balloon was performed to expand and anchor the valve in its more aortic position, restoring leaflet mobility. Fluoroscopic assessments after 30 min and the next day revealed normal mv mobility.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.